Event description:
It was reported to boston scientific corporation that a polyflex esophageal stent was used during an esophageal stenting procedure performed on (B)(6), 2010. According to the complainant, the stent was being placed to treat a benign stenosis at the site of an anastomosis due to achalasia. The stricture was reported to be 4mm, 1cm in length, and located approximately 3 cm below the lower esophageal sphincter. The patient had been dilated multiple times previously to treat the stenosis. In preparation for the procedure, the esophagus was dilated to 42f. During the procedure, the delivery system kinked, and the entire device was removed from the patient. As another device was unavailable, the patient had to return the following week for another stenting procedure. It was reported that this procedure has taken place and another stent has been implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyflex esophageal stent was used during an esophageal stenting procedure performed on (B)(6) 2010. According to the complainant, the stent was being placed to treat a benign stenosis at the site of an anastomosis due to achalasia. The stricture was reported to be 4mm, 1cm in length, and located approximately 3 cm below the lower esophageal sphincter. The patient had been dilated multiple times previously to treat the stenosis. In preparation for the procedure, the esophagus was dilated to 42f. During the procedure, the delivery system kinked, and the entire device was removed from the patient. As another device was unavailable, the patient had to return the following week for another stenting procedure. It was reported that this procedure has taken place and another stent has been implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
A visual examination of the returned stent did not reveal any obvious signs of contamination, discoloration, missing parts or design irregularities. The stent was white in color which is according to specification, and the radiopaque markings were clearly visible. The stent length and inner diameter were measured and were within specification. The stent edges were torn and the coating separated. This type of damage could indicate use of improper mechanical forces during preparation/procedure. Based on the observed damages to the stent, no functional test was possible. Therefore, based on the condition of the returned device, and the evaluation conducted the most probable root cause for the reported issue could not be confirmed. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot.